Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in regard to sensor alarms and reported he experienced low blood glucose of 44 mg/dl. Customer stated he treated with juice and attributed the low blood glucose to being overly active. He declined troubleshooting and will not be returning the device for analysis at this time.